Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014 inratio 2.0, lab 5.8, less than one hour between tests. Patient's therapeutic range 2-3. Patient self tester reported milking finger and applying sample after 15 seconds of sticking the finger. No reported adverse patient sequela. No additional information provided.